Event description:
It was reported that the insulin pump stopped working. The blood glucose reading is 313 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. No error alarm on alarm history screen.